Event description:
A customer had a problem with the dual lumen PICC. The customer reports "PICC was in 10 days and began leaking at the insertion point while the hal/lipid port was running at 13ml/hr. The customer reports "they used a 5cc or higher syringe during flushing".